Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable ion selective electrode (ise) results for one patient sample. It was determined that the sample had erroneous ise sodium and ise chloride results that were reported outside of the laboratory. The sample initially resulted as 103 mmol/l for ise sodium and 141.7 mmol/l for ise chloride. These initial results were reported outside of the laboratory to the doctor. The sample was repeated and resulted as 138 mmol/l for ise sodium and 98.9 mmol/l for ise chloride. The patient was not adversely affected. The ise sodium and ise chloride electrode lot numbers and expiration dates were asked for, but not provided. A specific root cause could not be determined based on the information provided. Additional information was requested, but not provided.